Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the lead helix would not retract. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.